Manufacturer narrative:
H3. Product analysis: the proximal end of the axium prime pusher was found broken with the release wire extending for ~2.0cm. The pusher hypotube break indicator (hbi) was still intact. No bends or kinks were found with the pusher. The release wire coil was found still against the lumen stop, and the implant coil was found still attached to the pusher. The implant coil was damaged and had lost its original shape. The axium prime coil could not be used for detachment testing with an in-house instant detacher; therefore, the pusher hbi was broken, and the release wire pulled, detaching the implant coil without issue. Based on the device analysis and reported information, the customer¿s ¿non-detachment¿ report was confirmed as the implant coil was found still attached to the pusher. Although the axium prime coil could not be used with an in-house instant detacher, no issues were encountered detaching the implant coil via the manual method indicated in the IFU (instructions for use). As no issue was encountered detaching the implant coil during testing and insufficient information was provided, the cause for the reported event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event is reported at this time based on additional information received and reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that site had a faulty axium coil to be returned. The exact issue with the coil could not be remembered by the physician because the event occurred in (B)(6) 2020. There was no harm or injury to the patient related to the event. Device return is pending. Additional information received indicating that the issue with the coil was that it would not deploy. No other information regarding the event was provided.